Event description:
It was reported that this right atrial (ra) lead exhibited over/under sensing and presented noise artifact. Technical services (ts) recommended programming changes to resolve. This lead remains in service. No adverse patient effects were reported. Additional information was received that this ra lead exhibited pace impedance measurements of greater than 3000 ohms. The patient will be continuously monitored and possibly undergo a lead extraction at a later date. This lead remains in service. No adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead exhibited over/under sensing and presented noise artifact. Technical services (ts) recommended programming changes to resolve. This lead remains in service. No adverse patient effects were reported.